Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (unknown concentration at 3.8 mg/day "and pa boluses add up to 6 mg is pt maxed out with their boluses") via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient saw code 8476 on their ptm, which indicates a motor stall. The pump was sounding a critical alarm. It was noted the patient just had a pump refill on (B)(6) 2018 and "everything was fine since then until now." A local representative was paged to assist the patient. The representative called back in later on (B)(6) 2018 and said the patient told him that she received a bolus at 14:56 as expected, then about an hour later the patient saw the 8476 code on their ptm. The patient had not been exposed to emi or MRI. Another update from the representative indicated that the patient's pump would be replaced. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found shorting across the insulator. If information is provided in the future, a supplemental report will be issued.